Event description:
The report is from the study. The pt was a male, with a history of hyperlipidemia, clinical copd, congestive heart failure, diabetes, coronary artery disease, myocardial infarction and hypertension. The target lesion was the right carotid artery. Pre-procedure stenosis was 95%. Lesion length was 15mm and diameter was 6mm. The lesion was mildly calcified and moderately tortuous. The pt had 2 precise rx stents implanted in the target lesion (10 x 40 and 10 x 30). During the procedure, an angioguard rx size 6 basket, was successfully deployed and retrieved. During the procedure, the pt had an ischemic stroke during the procedure with behavior changes, aphasia, and reflex change. There was no further intervention or specific treatment. Immediately post procedure, he had decreased movement of his left side. After a couple of days, that movement came back, and at discharge, he was in rehab, physical therapy and making good progress. The pt was alert, and able to give short answers.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report # is 9616099-2009-01582. Additional info will be submitted within 30 days of receipt.